Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Manufacturer narrative:
Follow-up # 1 (05/09/2011)-device evaluation: the lay user/patient's product involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately a week ago prior to contacting lfs. As part of the patient's diabetes regimen, the patient claimed she is taking oral medication (metformin 1000mg, 1x daily in the morning) and insulin (novolin 70/30, sliding scale). Despite the alleged issue, the patient stated she continued to administer her usual dose of diabetes medications. At an unknown date/time, the patient reported feeling woozy and shaky after the alleged issue began. In response to her symptoms, the patient indicated she gave herself food and/or drink as treatment. At the time the alleged issue began, the patient claimed she did not test on another blood glucose device. At the time of troubleshooting, the cca noted the subject meter had been used before, there was no misused of the meter, and the correct test strips were used. The subject meter required battery replacement, but the patient did not have a battery available at the time. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.